Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode. The ventricular lead exhibited noise. The lead was explanted and replaced.